Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via email "experiencing pain, swelling, lumps, fatigue, breast hardening followed now by a extreme reduction in size. Ultrasounds also confirmed implant leak or deflation." Left side. Device remains implanted.